Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician would have to hold the serial adapter cable for this handheld device with a significant amount of force in order to successfully interrogate and program his patients. The physician indicated that has happened several times even though this is a new handheld. The physician was sent a replacement and his handheld, flashcard and all cables have been returned to the MFR; however, device eval has not been completed.